Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer troubleshoots the unit and determined that the main printed circuit board (pcb) needs replacement. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported to vyaire medical that the vela ventilator was showing ventilator inoperable, low peak inspiratory pressure (pip), low minute ventilation (ve) alarm continuously. The customer confirmed that there was no patient involvement associated with the reported event.